Event description:
A report was received that the patient was having difficulty charging the ipg as it would not hold a charge. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn (B)(4)): device evaluation indicated that the ipg complaint was confirmed. The device u3-asic was damaged. The battery would not hold a charge due to excessive depletion rate. Excessive sleep current leakage measured. Hot spot was observed on u3-asic. It was reported that the implant was not charging correctly since the previous paddle revision. The source of the damage couldn't be determined.

Event description:
A report was received that the patient was having difficulty charging the ipg as it would not hold a charge. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.